Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted on (B)(6) 2024, was found to be in elective replacement indicator (eri) status during a follow-up clinic visit on (B)(6) 2025. Therefore, premature battery depletion (pbd) behavior was exhibited. This device was explanted on (B)(6) 2025. No additional adverse effects were reported for the patient. This device has not been returned to boston scientific.